Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer's blood glucose was 461mg/dl. Customer has been having issues with infusion sets. Customer stated they noticed blood on it; explain it might have been inserted on a capillary. Then, customer's blood glucose was 442mg/dl, treated with bolus. Customer declined high blood glucose troubleshooting.